Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the acid pump and cleared obstructions in the aspirate probes. The cse ran precision testing on the patient sample, which passed. The cse performed quality controls (qc), which passed. The cse revisited the customer site to troubleshoot noise errors. The cse cleaned the ionizer. A siemens headquarter support center (hsc) reviewed the event data and concluded that replacement of the acid pump, clearing of the aspirate probes, and cleaning of the ionizer corrected the issue. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.